Manufacturer narrative:
The cobas 8800 serial number is (B)(6). The investigation is ongoing.

Event description:
A customer alleged a discrepant hbv result when testing with cobas® mpx multiplex hiv, hcv & hbv nucleic acid test for use on the cobas® 5800/6800/8800 systems on a cobas 8800 instrument. The historically hbv-positive donor tested negative for the last three donations. The 3 donations were repeated and alleged weak positive results. Review of the data for one of the sample ids indicated that the sample was at the limit of detection for the assay. The additional two sample ids have been requested but have not been provided, therefore the specific patient data for each run can not be determined at this time.

Manufacturer narrative:
Review of the provided data confirmed 1 of the 3 reactive results. Additional information regarding the CT values of the 2 other reactive results was provided and confirmed that all three patient samples were at the limit of detection of the assay for hbv. The most likely cause for the discrepant results for hbv is that the sample contained a viral concentration that was near or at the limit of detection of the assay (an lod sample), where wavering results between reactive and non-reactive may occur and can be expected. This is a sample-specific issue and the reagent is performing as intended.